Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 reported red alert on the rv lead less than 200 ohm pacing impedance. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).